Event description:
Complaint that the caster was not tracking properly. No injuries reported by staff.

Manufacturer narrative:
Technician found that the brake would set but not hold. Replaced caster to resolve this issue.